Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing shocking sensation at the ipg site when the stimulation was on. The patient underwent an ipg revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.